Event description:
It was reported while the patient was at work,, the controller displayed 10-15% battery life remaining, and was plugged in to recharge. Within 2 minutes the controller started beeping, indicating it was not charging and the patient noticed a spark (no fire or flame). Severe melting/heat damage was noted as well as the smell of melting plastic. The patient confirmed no medical treatment or intervention was needed. The whole event was over within 5 minutes, and the devices were returned for analysis.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.